Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that patient also had bilateral issue with ptosis, and capsular contracture for both sides grades was iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, skin irritation. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis experienced bilateral baker¿s grade unknown capsular contracture post procedure. Patient stated that she has pain under both breasts, and rash on her right breast for two weeks that is red and watery but is getting better and the watery is gone now. Patient had biopsy on the left side. Patient had mammogram and ultrasound examinations which confirmed capsular contracture. As a result patient underwent bilateral removal with no replacement on (B)(6) 2020. This report relates to right prosthesis.